Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient stated that the bladder stim on the left stopped functioning since july. She's not using it anymore. The patient also reported a power on reset (por) message and was wondering if that means the implant battery is dead. Caller confirmed this is on the implant from 2015. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.